Event description:
It was reported by the customer that during use cs300 intra-aortic balloon pump (iabp) had alarm leak in iab circuit. No injuries or deaths

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation findings, component code), h11, concomitant products corrected date: medical device ¿ problem code a getinge field service engineer (fse) evaluated the unit and found symptoms leak in iab circuit. From the inspection, it was found that "a balloon catheter ruptured, causing blood to flow back into 3 iabp components as follows safety disk (0997-00-0985-01), condensate removal module and tubing, blood detect. All parts exposed to blood must be replaced before the machine can function normally. Fse replaced all the contaminated parts. Test the operation of the machine and it can be used normally.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found symptoms leak in iab circuit. From the inspection, it was found that "a balloon catheter ruptured, causing blood to flow back into 3 iabp components as follows safety disk, condensate removal module and tubing, blood detect. All parts exposed to blood must be replaced before the machine can function normally. Need to replace parts according to the purchase order. Test the operation of the machine and it can be used normally. Fse stated the repair is not complete yet. Currently waiting for customer approval. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: g4 (510k #).